Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced a failure code 550:320:654:0000 on power up. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty main speaker harness. To correct the condition, the rear housing assembly was replaced. If any additional information is received, a follow-up MDR will be sent.